Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview 7 bisector had no cautery at all. They swapped out cables and cautery device, but no change. Finally with the 3rd kit, they got some cautery after turning the device to 40. The case was completed using the third vh-3200. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the bisector. There was no evidence of blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "no cautery" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).